Event description:
It was reported that during surgery the driver tip broke while surgeon was implanting a locking cap and is retained in the screw head.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows the tip of the driver fractured off. The fracture of the tip may have been caused by high forces experienced during tightening; however, no determinations could be made as to the cause of the reported issue.